Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a gastric sleeve procedure, the second cartridge used (blue cartridge) couldn´t be fired and the endocutter got stuck. After that, the surgeon tried to open the endocutter in several times with the security tab. When he can open it, in a new attempt to make the firing, only half of the line was formed on the tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken closing trigger. The analysis results found that one device was returned with no visual non-conformances and with a reload present. The reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was damaged. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.